Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure when the right atrial (ra) lead was connected to the pacing system analyzer (psa) it initially showed good measurements. However when the stylet was removed noise was observed and could not obtain measurements. When the lead was connected to the device greater than 3000 ohms in both bipolar and unipolar configurations was noted. The physician then attempted to retract the helix with no success. The lead was successfully removed by rotating the entire lead body counter clockwise. Three other leads were attempted and not implanted due to helix retraction issues. It was noted that the patient did not have very tortuous anatomy and had previous had a coronary artery bypass graft (CABG) procedure. A ra lead was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.